Manufacturer narrative:
Cec adjudicated non q-wave mi (target vessel) mdt extended historical spontaneous. The investigator assessed that the event is possibly related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of cad. The index procedure was also prompted by positive stress test. One sprinter legend balloon was used to post dilate. The mi occurred in the cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the 1st lpl was treated with a resolute onyx des. The distal cx was treated with resolute onyx des. The lesion was further treated by another resolute onyx des. Approximately 3 weeks post index procedure the patient suffered a nstemi. The patient was hospitalized. The investigator reported that the event had a probable relationship to the index device. Stent thrombosis was confirmed by angio but the device was a non mdt stent.

Manufacturer narrative:
It was reported that symptoms and biomarkers do not support definition of spontaneous mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure the l-pda was treated not the lpl. The cec adjudicated term is tlr percutaneous intervention not involving tl - clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated cec adjudication: cec event definition tlr- percutaneous intervention- clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to aware date/date MFR rec for previously submitted additional information from (B)(6) 2017 to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of aortic valve replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec has adjudicated that the mi is not an event. The cec adjudicated term for the revascularization is tlr percutaneous intervention - clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The nstemi was treated with stenting and ballooning of the distal lcx. The patient received a change in medication as treatment for this event. The patient recovered. If information is provided in the future, a supplemental report will be issued.